Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative(rep). The patient¿s device was not working; the patient reports urinating frequently which disrupts his quality of life. The rep received a call from the very frustrated patie nt saying his device is not working, he wants to sue the manufacturer and he is suicidal over it. The doctor was aware of the issue and the device was reprogrammed by the doctor¿s office several times. The rep plans to meet patient in office as soon as they can make appointment for him. There were no environmental/external/patient factors that led or contributed to the issue and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who is scheduled to meet with the patient on (B)(6)2017 at 10am. The troubleshooting performed to the device not working/frequent urination was the patient was reprogrammed several times by office staff member with no change to symptoms. The rep has never met this patient so they don't have access to those programs. The actions/interventions taken to resolve the patient's suicidal thoughts are the healthcare provider (hcp) is aware. Patient weight is unknown at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the device was reprogrammed on (B)(6) 2017. Patient has not been seen since in office then. Patient has an appointment for (B)(6) 2017. The patient did not report suicidal ideation to healthcare provider at the office appointment. Will follow up with patient. The weight was noted as unknown.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury but remains a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient was did not come to their appointment on (B)(6) 2017. Patient was called by the hcp's office, but the patient was unavailable. Patient's wife stated that the patient was not endorsing suicidal ideation. Patient's wife was advised to call the hcp if the patient expressed suicidal ideation. Hcp's office would follow up to reschedule the appointment.

Event description:
Information was received from a patient¿s friend/family member about a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that since implant the patient would have brief times where they had really good results, but then things would change and suddenly they were having to go the bathroom every half an hour again. It was reported that they had intermittent results with their device and changed to different program combinations. They were frustrated as they weren¿t finding the right combination. It was reported that they probably tried about four programs with different levels and their nurse made alternative program options available for the patient. It was reported that the patient wanted to know what the original settings were, which they used during their trial, as those settings instantly set the patient up for ¿day and night time like three or four times,¿ which were exactly the results they were hoping for. It was reported that once the patient was implanted, they had more setting combinations and the patient couldn¿t find the right combination for them. At one point, the patient did find a good ¿combo¿ that they used for three or four weeks and they had really good results. Things suddenly changed when the patient was on a four hour drive home from a trip. It was reported that ¿things went haywire and things stopped working¿ for them. They had to stop and go the bathroom every 15 minutes. There were no falls or trauma prior to their issues. The patient also chimed in, saying ¿that it made them suicidal having to deal with these symptoms¿. It was reviewed that there was someone available for the patient to speak to, but they declined. That their sudden return of symptoms began in early (B)(6) 2016. Additional information was received by the healthcare provider reporting that the suicidal thoughts were not mentioned to them. It was also reported that the issues of the implant settings not working like the trial setting, the patient's urinary frequency issues, the intermittent stimulation issues, and the sudden return of symptoms were resolved. The patient was reprogrammed ((B)(6) 2016).